Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a stingray balloon catheter and the stingray guidewire. A visual examination identified contrast in the inflation lumen. The outer diameter (od) of the stingray guidewire was measured and the od was .01332¿. The coil was unrevealed 19cm from the tip. The inner diameter (ID) of the catheter was measured and is within the stingray catheter specifications. The stingray catheter is compatible with a .014¿ guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR#2134265-2015-05665. It was reported the catheter got stuck on the wire. The physician selected to use a stingray catheter and a 300cm stingray guidewire in a chronic totally occluded (cto) vessel. After re-entering the lumen, with the stingray wire, on retrieval of the wire, it became ¿stuck¿ in the stingray balloon and was not able to be removed. The catheter and the wire were removed from the patient as a system stuck together.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR#2134265-2015-05665. It was reported the catheter got stuck on the wire. The physician selected to use a stingray catheter and a 300cm stingray guidewire in a chronic totally occluded (cto) vessel. After re-entering the lumen, with the stingray wire, on retrieval of the wire, it became "stuck" in the stingray balloon and was not able to be removed. The catheter and the wire were removed from the patient as a system stuck together.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the chronic totally occluded (cto) vessel was located in the heart. The procedure was completed with an alternative device. There were no patient complications and the patient status was stable.